Event description:
It was reported that ongoing occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge, was using humalog u-200 insulin, and using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer to properly cycle the cartridge, that humalog u-200 insulin is off-label per the user guide and that the cartridge and infusion is indicated for use with the mobi pump for 3 days. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer changed the pump supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.